Event description:
It was reported that after the acculink was implanted in the left internal carotid artery (lica), there was resistance met during advancement of the emboshield nav 6 retrieval catheter (rc) through the acculink and excessive force was applied. After the filtration element was successfully captured, there was no resistance encountered during removal of the device. Angiogram revealed that the acculink stent had been pushed distally into the patient's prior carotid endarterectomy patch. The accunet was advanced above the stent and was deployed. Unknowingly, the accunet wire had gone through the stent strut. As the physician was going to retrieve the accunet the rc could not advance past the stent. The accunet was inadvertently pulled down into the stent and the carotid procedure was aborted at that point. The patient underwent a carotid endarterectomy to remove the stent and the filter and to treat the target lesion. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The rx accunet and emboshield nav6, are each being filed under separate MFR numbers. Patient weight is approximately (B)(6).